Manufacturer narrative:
Device 2 of 2. Reference: device manufacturer's # 1627487-2007-00022. Device history record and sterilization record were also reviewed. Results: all records were reviewed and were found to meet specifications. Conclusions: the lamitrode was returned incomplete and could not be functionally tested. No visual anomalies were found. Advanced neuromodulation systems, inc. Has limited information related to the patient's medical history and is unable to form a medical opinion as to the relevance of the patient's history to the event reported.

Event description:
See device manufacturer's report # 1627487-2007-00022. The patient received an eon ipg and lamitrode lead in 2007. This system was explanted on approx two months later, after the patient developed an infection. Follow-up with the patient found that she is recovering from the infection. She has not yet received her new scs system.